Manufacturer narrative:
(B)(4). The lead has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported there was a loss of stimulation. The impedances were measured, and the results showed >10000 ohms on every electrode. These results were replicated via testing through a snap-lid connector. The patient also had a CT scan procedure, but the results were not reported. The lead was replaced, and the patient was pleased with the stimulation and coverage. The patient was doing "well" post operation.